Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.